Event description:
The patient reported that the new catheter was twisted like the previous one that was replaced. The patient was at home. She was in a lot of pain. The patient was encouraged to contact her physician. The medication being delivered via the pump was not reported. Additional info has been requested, a follow-up report weill be sent if additional information becomes available. See manufacturer's report #6000030-2007-04552 for previous catheter.